Event description:
It was reported that the patient presented to the emergency room with syncope. Heart rate was 30-40 beats per minute. The ventricular high rate electrograms collected noise on the right ventricular (rv) implantable pacing lead at the time of syncope. The lead was unable to obtain capture in both unipolar and bipolar configurations. High impedance was also noted. A lead fracture was suspected. The implantable pulse generator (ipg) was programmed voo at 60 beats per minute and device replacement was planned. During the replacement procedure, it was observed that the set screw on the right ventricular (rv) lead in the header was difficult to unscrew and was noted to be at an angle. The ipg and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The following concomitant product was inadvertently left off of the initial medwatch. 383059 implantable pacing lead implanted 2007 (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2007. (B)(4).